Event description:
This lead was attempted to be implanted on (B)(6) 2011. The screw would not retract or extend and it was not used. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).